Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.

Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. Customer¿s blood glucose (bg) level was 530 mg/dl. Elevated bg was addressed by correction injection via multiple daily injection (mdi). There was no required assistance from a third-party and customer planned to use multiple daily injections as backup insulin therapy, while technical support arranged a replacement pump.

Manufacturer narrative:
Updated b5